Event description:
It was reported that a lead could not be fully inserted in to the extension. The extension was replaced. Therapy was achieved and the patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The extension has been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.